Event description:
Total hip arthroplasty performed in 1999. Patient reported to have fallen while walking down stairs. Revision performed in 2001, to replace fractured ceramic modular head component.